Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The main coil was not returned. Analysis revealed that the coil had broken off from the delivery wire. There were no anomalies noted to the delivery wire or the introducer sheath. Functional testing could not be performed due to the condition of the returned device. Information available, indicated that device was confirmed to be in good condition prior to use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned coil revealed that it was broken off from the delivery wire. No consequences to the patient were reported.